Manufacturer narrative:
Follow up with the customer suggest that the customer keeps the centrifugal battery plugged in for charging. As per service history, the batteries were replaced on (B)(6) 2014 and they were within their three years of life span when the complaint was reported. Final letter to be provided to the customer. It is to inform them about the addendum provided in 2012 to all the customers and make them aware about the controls in place to operate the delphin battery. Since the perfusionist assumed that switch illumination light was simply not functioning and the battery was charged and ready, this is considered user error. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The manufacturer technical support specialist verified that the battery was not taking a charge. He found the .25 amp fuse was blown. He replaced the .25 amp fuse, the battery module was taking a charge and passed battery test. The unit operated to manufacturer specifications and was returned to clinical use. No part will be returned to the manufacturer, as the ccp kept the blown fuse. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump shut off and perfusionist (ccp) had to hand crank the pump. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: the ccp was using the sarns centrifugal control module and it was mounted on and connected to the delphin battery. The ccp stated that she always places the delphin battery in the "connect" mode and she did the same for this case. When the delphin battery is in the "connect" mode the battery is armed and will respond to a loss of alternating current (a/c) power automatically without loss of motor function. The ccp did notice that when she placed the battery in the "connect" mode the switch (button) did not illuminate as is usually the case. The ccp stated that she assumed the switch illumination light was simply not functioning and she assumed the battery was charged and ready, if needed. After being on cpb for about 30 minutes, one of her clinical associates came to the operating room (o/r) and asked if the ccp needed anything and he mentioned to her the delphin battery was discharged. He noticed the charge indicator light on the battery was not illuminated and the battery meter appeared to show signs of low charge. In addition, he also noticed the "connect" mode switch was not illuminated. As the ccp continued to manage the patient and the cpb circuit, her associate was checking power into the back of the battery, and the centrifugal control module lost power, all displays went dark and the motor stopped. The ccp immediately started to hand-crank to restore blood flow and her associate plugged the centrifugal control module directly (bypassed the delphin battery) into an a/c source. The ccp was able to restore power to the control module and the ccp moved the pump head from the hand-crank back to the motor and flow was restored with the centrifugal system. The ccp estimated she hand-cranked for about one minute. The centrifugal system was used for the remainder of the procedure, without battery back-up. A/c power was not lost for the remainder of the case. The case was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.